Manufacturer narrative:
(B)(4). Potential lot# - 14f18d0222. Preliminary evaluation of the returned device indicates sheath tight over non-arrow catheter.

Event description:
It was reported that after insertion of the sheath , the md was unable to insert a 7fr. Guiding catheter into the sheath because of strong resistance.

Event description:
It was reported that after insertion of the sheath, the md was unable to insert a 7fr. Guiding catheter into the sheath because of strong resistance.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cath-lab sheath set and a non-arrow catheter for evaluation. Visual examination of the sheath did not reveal any defects or anomalies. The non-arrow catheter was found to have a flattened tip and a tear in the catheter body near the tip. The total length of the sheath body measured to be 648mm, or 25.5118" which is within specifications of 25-26" per product drawing. The inner diameter of the sheath tip measured to be 0.097" which is within specifications of 0.097-0.099" per product drawing. The outer diameter of the sheath measured to be 0.12685" which is within specifications of 0.124-0.128" per product drawing. The non-arrow catheter tip was measured to be 2.7 mm or 8 fr, not 7 fr. The returned non-arrow catheter was inserted into the proximal end of the sheath but got stuck at sheath tip. A lab inventory 7.0 fr swanz ganz catheter was able to advance and retract through the returned sheath with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The product lidstock provided with this kit indicates that this sheath is designed for use with 7.0 fr catheters. The customer report of catheter/sheath resistance was confirmed by complaint investigation of the returned samples. However, the returned sheath passed all relevant physical, dimensional, and functional testing. A device history record review was performed based on sales history and no relevant findings were identified. The returned non-arrow catheter was found to be larger than the 7 fr that the sheath was designed for and contained signs of damage. No problem was found with the teleflex sheath. Teleflex will continue to monitor and trend for complaints of this nature.